Event description:
It was reported that pacing lead impedance was noted to have increased. The x-ray inspection showed no abnormalities. The patient condition is stable and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.